Manufacturer narrative:
This incident is not deemed to be a serious incident due to: conjunctival burn is a known potential issue with the delivery of laser energy. There was no report of any permanent impairment to the patient, and conjunctival burns typically: do not result in life-threatening illness or injury, do not result in permanent impairment of a body structure or a body function, do not require hospitalization or prolongation of patient hospitalization, do not require medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. Therefore, because conjunctival burns are a known risk associated with the delivery of laser energy, and because conjunctival burns typically resolve within 24 to 48 hours without any medical intervention, it is determined that this event is deemed not a serious incident. Iridex will query the physician for additional clinical information. If additional information indicates a burn occurred that required medical intervention and/or permanently impaired a body structure, iridex will reconsider this reporting determination.

Event description:
It was reported that a patient experienced a conjuctival burn after 10 impacts with a g probe illuminate rfid.